Event description:
It was reported that during routine follow up, a decrease in pacing impedance and high capture threshold were observed. The pace/sense portion of the lead was capped and the defib portion remains active. The patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.